Event description:
It was reported that a wireless module has fluid intrusion. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval found the module's wireless connection capabilities inoperable. The wireless battery module was paired with both a known good spectrum pump with software version 6.05.11 installed and a known good spectrum pump with software version 6.02.06 installed which found the module's wireless connection capabilities inoperable due to a "check battery" message. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail, rendering the unit irreparable due to mac address assigned as product serial number.